Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she sought medical intervention after she incurred some bleeding and bruising at insertion site during insertion. Patient spoke to a nurse who suggested that patient applies ice to the bleeding site, a treatment after which, bleeding ceased. At the time of her call to dexcom technical support, patient reported that insertion site was still healing but that she was feeling fine.